Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 49 mg/dl and then 50 mg/dl. Customer ate and their blood glucose level went up to 68 mg/dl. Customer needed assistance with suspending so that they can upload and customer does not get any insulin. Customer is going to go without the pump at night and see their health care professional. Customer started on the pump for about a week. Customer will monitor their blood glucose level. Customer will discuss basal changes with their health care professional. Customer ran out of strips due to excessive testing. Customer did not want to troubleshoot for low blood glucose levels. No further assistance needed.